Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The inlet pressure regulator was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed 'manifold pressure sensor failure', this caused the unit to be unable to mechanically ventilate, during pre-use checkout. There was no report of patient involvement.